Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor board was evaluated and replaced, and the noise filter was reconnected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that after a case, the system shut down without command of the operator. There is no report of a patient injury or death associated with this event.